Event description:
Bled out from red port of her glidepath dialysis catheter that was in her right femoral vein. She was at home at the time. The end caps were not on the dialysis ports. Somehow the clamp on the red (return) port became unfastened. The clip did lock in the closed position when tested at our office. FDA safety report ID# (B)(4).